Event description:
Related manufacturer reference number: 2017865-2021-26157, related manufacturer reference number: 2017865-2021-26159. It was reported that the patient presented with infection and vegetation. Vegetation confirmed via ultrasound their entire pacemaking system, including pacemaker, right atrial and right ventricular lead, was explanted on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The device was returned without a specific complaint or event. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.